Event description:
Complainant alleged that during an open heart surgery procedure that was being performed on a patient, the clinicians defibrillated the patient once at 20 joules, but on the clinicians two subsequent attempts to defibrillate the patient, the device displayed a "defib fault 72" message. The clinicians then obtained another device to successfully defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant also indicated, that the facility's biomedical engineering department was unable to duplicate the reported malfunction.